Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6). 315-35-00 - glnd kwire, (B)(6). 320-06-42 - glenosphere, 42mm (B)(6). 320-15-01 - eq rev glenoid plate,(B)(6). 320-15-05 - eq rev locking screw, (B)(6) 320-20-00 - eq reverse torque defining screw kit, (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit, (B)(6). 322-10-05 - humeral adapter tray, +5 (B)(6).

Event description:
As reported, approximately 3 years post the previous left shoulder surgery, the patient presented to the surgeon's prior to surgery with a dislocated shoulder. In situ humeral liner was removed and the surgeon trialed with a thicker humeral liner trial. Upon determining that the thicker liner provided the stability desired, the surgeon implanted the thicker liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.